Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ("back pain"), muscle contracture ("contractures with muscle tears"), tendonitis ("multiple areas of leg tendinitis"), fibromyalgia ("fibromyalgia") and muscle spasms ("cramps in lower limbs") in a 45-year-old female patient who received essure (batch no. 628309). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 implants in the left fallopian tubes and one implant in the right fallopian tube". The patient's past medical history included allergic reaction to analgesics. Concurrent conditions included hashimoto's thyroiditis. On (B)(6) 2008, the patient started essure. On (B)(6) 2008, the same day after starting essure, the patient experienced device deployment issue. On an unknown date, the patient experienced back pain, muscle contracture, tendonitis, fibromyalgia and muscle spasms. At the time of the report, the back pain, muscle contracture, tendonitis, fibromyalgia, muscle spasms and device deployment issue outcome was unknown. The reporter provided no causality assessment for back pain, muscle contracture, tendonitis, fibromyalgia, muscle spasms and device deployment issue with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: x-ray result was one behind the other and the right on other side. She will soon undergo testing to find out if she is allergic to nickel. Intra-erythrocyte magnesium normal. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events (on left side, penetration of first implant too distal and cramps in lower limbs) and lab data added. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced back pain, contractures with muscle tears, multiple areas of leg tendinitis, fibromyalgia and cramps in lower limbs. It was also reported that 2 implants in the left fallopian tubes and one implant in the right fallopian tube (regarded as device use issue). On left side, penetration of first implant too distal. Only back pain is regarded as an anticipated event according to the reference safety information for essure. The other events are unanticipated. Following essure insertion procedure, general pain (including back pain) may occur. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and given essure's local action at fallopian tubes, a causal relationship can be excluded. As the insertion of 2 implants in the left fallopian tube could be a risk of perforation, this case was regarded as other reportable incident although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot number 628309 (production date oct-2008, expiration date oct-2011). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be considered but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device placement at incorrect location and inappropriate insertion of multiple contraceptive devices. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 20-mar-2017: quality-safety evaluation of ptc. On 29-mar-2017: all follow-up attempts performed with no response. No further information expected. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced back pain, contractures with muscle tears, multiple areas of leg tendinitis, fibromyalgia and cramps in lower limbs. It was also reported that 2 implants in the left fallopian tubes and one implant in the right fallopian tube (regarded as device use issue). Back pain is regarded as an anticipated event according to the reference safety information for essure. The other events are unanticipated. Following essure insertion procedure, general pain (including back pain) may occur. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and given essure's local action at fallopian tubes, a causal relationship can be excluded. As the insertion of 2 implants in the left fallopian tube could be a risk of perforation, this case was regarded as other reportable incident as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information could not be obtained, despite follow-up attempts.